Manufacturer narrative:
Per the tandem user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1369 mg/dl, and a high level of ketones. Reportedly, the customer had disconnected from the luer lock instead of at the infusion set site. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released four days later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.